Event description:
The customer contacted philips to report an "error" and to order a display for the device. We are considering this as a display issue. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.